Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the vascular imaging room, the user noticed that a metal piece of the distal tip of the fragmentation basket detached during removal of residual thrombus. The piece was removed 30 minutes later. During a scan, the user noticed that a plastic piece of the sheath also detached and it was removed by puncture. No consequence for the pt, but risk of pulmonary embolism. There was a delay, however, there was no death or complications to the pt. The pt's outcome is fine.